Event description:
On (B)(6) 2025, we were informed that the reported procedure was prolonged for more than 60 minutes and that an additional/prolonged hospitalisation was required.

Manufacturer narrative:
Additional information has been added to reflect in section b1 - b2 - b5 and h1 to reflect the event now is considered a serious injury. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on april 24,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a system failure occurred (24a: control stopped) during use and an error message was displayed "a systems failure occurred. You have limited access to setting menu only. Restart the device in order to proceed if the problem persists, contact karl storz service". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "system failure occurred" could be confirmed. The most probable root cause is a weak electronic component assembled on the control board. As part of the fault analysis, it was determined that the electronic component has failed due to an internal defect. The investigation revealed indications of a thermal overload that led to degradation of the internal semiconductor structure. This overload can be attributed to a combination of increased current flow and insufficient heat dissipation. The IFU is stating this "failure of products" clearly in section 3.9, page 12 (failure of products: the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique.). The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).